Event description:
The customer reported that one patient sample known rh(d) positive reacted negatively with seraclone anti-d blend. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false positive reaction. Testing of the retained sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that one patient sample known rh(d) positive reacted negatively with seraclone anti-d blend. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false positive reaction. Therefore our quality control tested the retained sample of seraclone anti-d blend with different rh(d) and weak d positive red cells. All reactions were correctly positive. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident